Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and ran the server downtime query, confirming that the carefusion coordination engine (cce) did not show any disconnected flag. The tss logged into health sight viewer (hsv) and observed that there were no warnings indicating patient or pharmacy order delays or downtime. Further checks on the pyxis enterprise server (pes) confirmed that the last upload, last download, and last heartbeat statuses were all current. An update was then communicated to the customer through email. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, system had an issue where orders were not crossing over. The system prevented nurses from accessing the system. Patient records were not appearing, and specific medications were also unavailable. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.